Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for non-sustained rv oversensing was observed via remote transmission. Review of the egms revealed potential crosstalk. The patient will continue to be monitored normally with plans to implement programming changes if the issue returns.